Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported the physician had to move the implantable neurostimulator (ins) and leads up farther because they slid down about 2 inches before they had a chance to scar into place. The indication for use was spinal pain. If additional information is received, a follow-up report will be sent.